Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt does not communicate with monitor) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an internally shorted in ECG "c." The root cause for the shorted component could not be positively determined. No adverse events occurred as a result of the defective electrode belt.

Event description:
(B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to communicate with the monitor.